Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and , it was discovered that the device does not stop when trigger was released. It was further observed that there was rust/corrosion at the base of the contacts, the device ran slow/weak and the device would not oscillate. It was noted that the device did not work with the battery device and was too weak to operate with the test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from use. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the small battery drive device had an internal grinding noise. During in-house engineering evaluation, it was discovered that the device does not stop when trigger was released. It was further observed that there was rust/corrosion at the base of the contacts, the device ran slow/weak and the device would not oscillate. It was noted that the device did not work with the battery device and was too weak to operate with the test bench. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact day of the event is unknown to the reporter. However, the reporter stated that the event occurred in (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.